Event description:
It was reported that, "pt was experiencing instability. Surgeon brought pt to operating room. After trialing and examination, surgeon replaced 11mm poly with 19mm poly."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.